Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, the session records were analyzed, and an episode of low pacing impedance was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician suspected the noise resulting in oversensing and the low pacing impedance were due to lead damage on the right ventricular (rv) lead, however, lead damage was not visually observed on the rv lead.